Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2013. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Manufacturer narrative:
Continued to h.6. Health effect - clinical code: e2327, e1707. This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. A review of the device history record for strattice lot sp100007 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. No strattice devices were returned for evaluation. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on (B)(6) 2023, pmqa received notification from legal that the lot sp100007 associated with this event was found through discovery. Patient developed a small area of wound infection that required opening of part the incision and placement of wound vac. Over time, one small area of the open wound has failed to heal and developed necrotic slough. On (B)(6) 2014, an excisional (sharp) debridement of skin and subcutaneous tissue from open wound of upper abdominal wall excised area measuring 2 x 1 cm performed to facilitate healing. On 25/sep/2014, an exploratory laparotomy performed, repair of incisional hernia with 20 cm x 30 cm segment of bio-a mesh, excision of seroma cavity and abdominal wall reconstruction with myofascial advancement flaps. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2013. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.